Event description:
According to the initial information received, the right atrial disc of a 24mm amplatzer septal occluder (aso) deformed upon deployment. As the aso was deployed, it touched the septal wall causing the patient's rhythm to become abnormal as recorded by EKG. The released aso was percutaneously retrieved and the implant was aborted. The patient is scheduled to be hospitalized until september for observation and potential surgical repair of the defect.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was unable to confirm the performance described at implant; however, we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors.